Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 36mg/dl. Pump data review by tandem technical support confirmed boluses were manually overridden prior to delivery, and the pump was functioning as intended. Reportedly, bg was treated via a glucagon injection and consumption of carbohydrates prior to the ER visit. Customer was not given further treatment at the ER. No information was provided regarding the length of the ER stay, however, contact indicated the issue was resolved and no permanent damage was sustained. Reportedly, the customer reverted to manual injections for insulin therapy.